Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell 4. The home patient (hp) stated that the hc displayed se 2240 in dwell 4. The hp stated the hc then displayed se 2367. The technical service representative (tsr) had the hp the power cycle the hc. The hc proceeded to press go to start. The power cycling the hc cleared se 2240 and se 2367. The hp stated that they would perform continuous ambulatory peritoneal dialysis (capd) for the rest of their therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the registered nurse (rn) regarding the alarm. The rn was made aware of the alarm. The rn stated they were not aware of the event. The rn stated the home patient (hp) has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4).the sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.